Manufacturer narrative:
The following fields were updated due to additional information / device evaluation: complaint history review: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. Device history review: a review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue investigation summary: upon investigation of the actual device used in this incident, it was determined that the several keys on the keyboard were prompting the device to show random menus rather than inputting the pressed key. The 'p' key was bringing up a screenshare menu, and the 'x' key brought up the taskbar menu. An external keyboard was plugged into the device. A technical support specialist reinstalled and rebooted the keyboard to resolve. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es there were several keys on the keyboard were showing random menus rather than the pressed keys. For example, the letter p brought up a screen share menu, and x brought up the taskbar menu. Per the pharmacist, the "patient was harmed due to not being able to receive treatment." The ems (emergency medical services) reportedly had to be called, and the patient received (unspecified) treatment. No further information was provided.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es there were several keys on the keyboard were showing random menus rather than the pressed keys. For example, the letter p brought up a screen share menu, and x brought up the taskbar menu. Per the pharmacist, the "patient was harmed due to not being able to receive treatment." The ems (emergency medical services) reportedly had to be called, and the patient received (unspecified) treatment. No further information was provided.